Manufacturer narrative:
(B)(4). The event logs have been received and the evaluation is pending. A follow up report will be submitted with failure investigation results once the evaluation has been completed.

Event description:
The customer reported 3% nacl 500ml was to run at 50ml/hr (a 10 hour infusion). The infusion was started at 10:36 am and finished in 3 hours. Serum sodium needed to be drawn (at 1:46 pm). There was no adverse patient outcome. It is unknown if the 3% nacl was set-up as a secondary or a primary infusion. The tubing was discarded. The devices were sent to biomed and they passed all testing. The customer did not provide any additional patient or event details.